Event description:
It was reported that after predilatation in the target lesion in the right internal carotid artery, the patient experienced hypotension that persisted after an rx acculink was implanted. The hypotension was treated with neosynephrine for two days, but the patient's blood pressure remained labile. The event resolved three days later and the patient was discharged home. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. There was no device malfunction reported that could have contributed to the event. Hypotension may occur during this type of procedure and is listed in the acculink instructions for use as a known potential adverse event associated with the use of the product. Hypotension may occur during carotid interventional procedures and it is anticipated response of the human body to stimulus of the carotid bulb. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined, however, there was no indication of any product deficiencies which could have contributed to this event.